Manufacturer narrative:
The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No adverse event reported. Customer did not provide the lot number of the device or the lancets. Requested return of suspect device and replacement was sent.